Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hernia. Event description: per customer experience report: in the surgery, the wing tab was broken suddenly. Additional information received via email 01nov2021 from [distributor]: the break was identified about an hour later. The trocar was inserted without any rotation. The break was considered not clean and partially broken. The break did not cause any particulation. The trocar was not used with a robot. At the time of the incident, the grasper was inside of the cannula. Additional information received via email 02nov2021 from [distributor]: the case was completed by replacing the trocar with a new one. Intervention: the case was completed by replacing the trocar with a new one. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a green fragment. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. The green fragment completed the missing portion of the broken cannula wing tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hernia. Event description: per customer experience report: in the surgery, the wing tab was broken suddenly. Additional information received via email on (B)(6) 2021 from [distributor]: the break was identified about an hour later. The trocar was inserted without any rotation. The break was considered not clean and partially broken. The break did not cause any particulation. The trocar was not used with a robot. At the time of the incident, the grasper was inside of the cannula. Additional information received via email on (B)(6) 2021 from [distributor]: the case was completed by replacing the trocar with a new one. Intervention: the case was completed by replacing the trocar with a new one. Patient status: fine.